Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon had a case involving a femoral shaft fracture on (B)(6) 2018 in which the retrograde and anterograde femoral system was used. Upon arriving into the room, the sales consultant asked the surgical tech to gather all of the instrumentation out of our tray and place the instrumentation on the back table. Sales consultant told the surgical tech to get the 4.2mm drill bit, but unfortunately the surgical tech reached out and took the 5.0mm drill bit. The 5.0mm drill bit was taken out and loaded into the drill. Once loaded into the drill, the specific size of the drill couldn¿t be determined because the drill covered it up. This mistake was not realized until a measurement was taken for the screw length. Upon realizing the mistake, the surgeon decided to drill an additional screw hole through the anterior/posterior hole. A total of 3 out of 4 distal screw holes were utilized in the implant. Implanted screws were not malfunctioned or compromised. The surgery was completed successfully and the patient outcome was satisfactory. Concomitant part: screws (unknown part and lot number, quantity three). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date reported in (B)(4) was (B)(6) 2018. Correct date should have been (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.